Event description:
It was reported that during insertion, the lens leading haptic went thru posterior capsule. The incision was enlarged to remove the lens, an anterior vitrectomy was performed, and a back up lens of the same model was implanted. Please reference MDR # 1119279-2014-00342 for the inserter used in this event.

Manufacturer narrative:
The lens has been returned to bausch and lomb and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.